Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager, the system¿s refrigerator was out of range and no temperature alert came across in the server or health sight viewer. The customer mentioned that the smart remote manager was out of range throughout the weekend, resulting in medications that exceeded the proper temperature threshold being administered to patient and was being monitored for infection. The surgery undergone was cholecystectomy and the required was cefazolin, phenylephrine. The temperature upon discovery was 66f and usp refrigeration was recommended. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system¿s refrigerator was out of range and no temperature alert came across into the server or healthsight viewer. A field service engineer (fse) found that the probe did not alert the customer about the fridge going out of temperature due to becoming unplugged. The fse reset the probe settings, and the issue was escalated to check the software. It was confirmed that there was nothing wrong with the smart remote manager (srm) probe and the configuration for srm was reset. The system functioned as intended after the field service engineer troubleshot the device.